Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported at one day post-implant check, the right ventricular exhibited low sensing thresholds. An x-ray revealed that the lead had lost some slack. The lead was repositioned on (B)(6) 2018 and the patient was stable.